Manufacturer narrative:
Product complaint#: (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the device lot: s25090039, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic ovarian cystectomy procedure on (B)(6) 2026 and suture was used. During surgery, the medical staff sutured the patient's ovarian stump bleeding, and prepared to close the abdomen after the operation. When the needle was taken out of the patient's incision, the problem of pulling off suture needle happened, which led the doctor to clip out the needle again with the abdominal needle holder, which led to the enlargement of the patient's incision. No adverse patient consequences were reported. Additional information was requested.